Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 1998 (B)(6), explanted: 2012 (B)(6), product type catheter: product ID 8578, lot# h840078710, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was reported there was an infection of the pocket. Date of onset/diagnosis was (B)(6) 2012. The patient experienced redness over the device, fever and flu like symptoms of aching. The catheter track was inflamed. A culture was taken from the device pocket. The patient was hospitalized and antibiotic treatment was necessary. The entire device system was explanted. The device was discarded. There was no injury/no adverse event. The pump was delivering lioresal.